Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a sternum closure in an extracardiac surgery procedure on (B)(6) 2018 and a steel suture was used. During surgery, needle pull off issue while sewing sternum with first stitch. There were no adverse patient consequences reported. No additional information was provided.